Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Blood/body fluid were found on the distal conductor (not onstructed), the outer tubing overlay and the helix/lobe mechanism. No anomalies found;

Event description:
It was reported by the hcp that, at implant, the 4194 and 4195 lv leads were abandoned because "could not get them in". The devices were not implanted. No patient complications have been reported as a result of this event.